Event description:
Patient presented to the physician with the ipg protruding at the pocket. Physician prescribed steroids and antibiotics. Physician brought the patient into the or 5 days later and found an infection in the ipg pocket. Physician decided to remove the entire inspire system and prescribed antibiotics after the procedure was completed.